Event description:
The customer reported that the lh780 hematology analyzer generated erroneously elevated eosinophil results and low neutrophil results on a differential for one pt sample. The customer performed a manual differential because of a platelet result flag for this sample and recovered normal differential results. The results of the platelet count were not provided. There were no erroneous results reported outside of the laboratory. There were no reported changes to pt treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. An analysis of the test data associated with this pt sample indicated an abnormal data pattern with significant interference material in both the debris region and the eosinophil (eo) region on the scatter diagrams. The root cause of the interference may be platelet clumps or lipids (cryoglobulins or other proteins). The algorithm gated part of the interference particles in the eo region as eo cells. This event appeared to be sample related and field service was not dispatched to the site.